Event description:
Sliding safety sleeve jammed resulting in a nurse receiving a needle stick injury.

Manufacturer narrative:
The condition reported could not be confirmed, based on the returned sample. The sample was tested for safety shield activation forces. Forces were found to be within the product specification. Based on this information, we are unable to determine if the reported needle stick occurred as the result of a device malfunction, or user error. A review of our records indicated that this is the first incident on the returned product lot number. Trend analysis did not show any significant trends on this product line for the reported defect.